Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer's pump case would not clip securely causing the pump to fall. Additional information was not provided. Customer declined to further troubleshoot with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.